Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-10, information was received from an healthcare professional (hcp) regarding a patient receiving morphine (30 mg/ml, 14 .9 mg/day) via an implantable pump for failed back surgery syndrome and spinal pain. Information received reported the patient's pump was alarming. The hcp inquired what could be done to jump start. Event logs were inspected and an magnetic resonance imaging (MRI) with a motor stall occurred on (B)(6) 2019 @ 11:39am and recovered at 12:20pm. Another MRI with a motor stall occurred on (B)(6) 2019 at 12:46pm with a recovery at 2:05pm. On the morning of the call ((B)(6) 2019), another motor stall occurred with no recovery to date. The patient had not had an MRI on the date of the call. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-june-03, additional information was received from a manufacturer representative (rep). It reported that the pump was replaced on (B)(6) 2019. When checking the pump logs, the pump was noted to have recovered, but since it was an older pump with intermittent stalling, they chose to replace the pump.